Manufacturer narrative:
This report had been originally prepared as an asr report. However, as advised by the MDR policy branch ((B)(4) 2014) unknown device ID's can no longer be listed in asr report submissions and it has been advised to submit this report as a 3500a MDR report. This report is therefore being submitted more than 30 days from the awareness date. Device discarded by the customer.

Event description:
It was reported that during a procedure the bur was broken inside of the attachment. It was further reported that the broken bur was discarded. The procedure was completed successfully. There were no adverse consequences or surgical delay as a result of this event.